Event description:
It has been reported that one bd autoshield¿ duo safety pen needle has been found experiencing safety shield failure before use. The following has been provided by the initial reporter: the safety cover of the needle npe had been activated when opened the tear drop label.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd autoshield¿ duo safety pen needle has been found experiencing safety shield failure before use. The following has been provided by the initial reporter: the safety cover of the needle npe had been activated when opened the tear drop label.